Event description:
When the precise stent system was removed for its packaging, the stent was observed to be partially deployed. Consequently, this stent system was not clinically used. Further information indicated the packaging was examined and found intact.

Manufacturer narrative:
The precise stent system is available for evaluation and testing. However, the unit has not been received as of to date. Any additional information will be submitted within 30 days upon receipt.